Event description:
In 2007, abbott point of care, was contacted by a customer who reported the I-stat act celite assay gave the following results on one patient. 5000 heparin units administered, act celite result after 5 minutes - 206 seconds. Additional 2000 heparin units administered, act celite result after 5 minutes - 205 seconds. Additional 2000 heparin units administered, act celite result after 5 minutes = 201 seconds. Customer reported act celite result on laboratory analyzer was 183 seconds.